Event description:
The aspirating biopsy needle was used for biopsy and retracted back into its sheath with no issues. Upon removal of the needle from the bronchoscope working channel, a fractured needle piece was caught in the bronchoscope valve. This is under investigation and a supplemental report will be provided.

Manufacturer narrative:
Through investigation, it was determined that the needle breakage was a result of the clinician applying excessive force to advance the needle through the bronchoscope working channel upon encountering resistance.